Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer resolved the issue prior to calling, therefore no troubleshooting was performed. There was no reported adverse impact to the customer¿s blood glucose level.